Manufacturer narrative:
Analysis was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion, and displacement test. There was no motor error alarm. The motor passed the motor test. The insulin pump passed the unexpected restart error test, passed all operating currents tested within the range, and passed the off no power test. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, cracked on the display window, and minor scratches on the display window.

Event description:
The customer called to report a motor error alarm during fill tubing and then received a no delivery alarm. The customer's blood glucose level was 260 mg/dl. The customer was able to rewind the device; customer also found 3 past motor error alarms in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.